Event description:
This device was implanted (B)(6) 1999 and was capped on (B)(6) 2014 due to an unknown reason. The physician was dr. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).